Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, f, h. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the preventive maintenance, it must have the tank fill sensor checked in an arctic sun device. Per review of wo on 14jul2025, there was no patient involvement. Per follow up information received via mail on 21jul2025, after the onsite visit, technician considered that the device needs to be sent to their facilities. They were sending a new device as replacement and would recover, after the damaged one. They create a wo for this matter, wo-(B)(4). Per sample evaluation results received via task on 31jul2025, it was reported that it was detected that the device did not cool. Per sample evaluation results received via task on 13aug2025, it was reported that the new chiller pump was damaged.

Event description:
It was reported that the preventive maintenance, it must have the tank fill sensor checked in an arctic sun device. Per review of wo on 14jul2025, there was no patient involvement. Per follow up information received via mail on 21jul2025, after the onsite visit, technician considered that the device needs to be sent to their facilities. They were sending a new device as replacement and would recover, after the damaged one. They create a wo for this matter, (B)(4). Per sample evaluation results received via task on 31jul2025, it was reported that it was detected that the device did not cool. Per sample evaluation results received via task on 13aug2025, it was reported that the new chiller pump was damaged.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller pump spare part. During evaluation, it was confirmed that the new chiller pump was malfunctioning. Chiller pump was replaced. The device is then calibrated and tested, passing all tests correctly. The instructions-for-use are found to be adequate. A DHR is not required as the serial number is unknown. Based on the results of the investigation, no additional actions can be taken. Correction: h the reported product number is a spare part. The UDI number for this product is not available. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the preventive maintenance, it must have the tank fill sensor checked in an arctic sun device. Per review of wo on 14jul2025, there was no patient involvement. Per follow up information received via mail on 21jul2025, after the onsite visit, technician considered that the device needs to be sent to their facilities. They were sending a new device as replacement and would recover, after the damaged one. They create a wo for this matter, (B)(4). Per sample evaluation results received via task on 31jul2025, it was reported that it was detected that the device did not cool. Per sample evaluation results received via task on 13aug2025, it was reported that the new chiller pump was damaged.

Manufacturer narrative:
The complete initial reporter's facility name is (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.